Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 108-110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported because of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 180 and 195 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 7/20/2018 and open vial date is (B)(6)2015. The meter memory was reviewed for previous test result history (date / time not set): a 171mg/dl, (B)(6)2015 01:40:00 pm, fasting:yes. A 140mg/dl, (B)(6)2015 12:13:00 pm, fasting:yes. A 237mg/dl, (B)(6)2015 11:32:00 pm, fasting:yes. A 323mg/dl, (B)(6)2015 04:44:00 pm, fasting:yes. A 241mg/dl, (B)(6)2015 12:44:00 pm, fasting:yes. Customers concern:customer is concerned with the result of 171mg/dl, on (B)(6)2015. The customer's date and time on the meter is incorrect. She states she test 3 times a day. She test in the morning before a meal and in the evenings before a meal. The customer is concerned that the nurse meter read higher(280mg/dl)than the result on the trueresult meter(171mg/dl). She said the test was done at the same time.